Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "airway pressure sensing failure - 1052" message. Complainant indicated that there was no patient involvement in the reported malfunction.